Manufacturer narrative:
H.6. Investigation: it was reported that lids were missing when received. Sample photo representation was provided for evaluation. No photo of the original packaging could be provided for the manufacturer, and the number of missing lids was not confirmed. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance reported for missing lids for the same part number. This lot was confirmed produced after corrective actions. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. It was not possible to confirm that any failure mode was related to the manufacturing process with the information provided since the scale is validated and did not detect any lack of lid components.

Event description:
It was reported that lids of bd¿ sharps coll 9gal hinge pharmwaste were missing when products were received. The following information was provided by the initial reporter: ¿ lids missing on sharps container. ¿

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that lids of bd¿ sharps coll 9gal hinge pharmwaste were missing when products were received. The following information was provided by the initial reporter: ¿lids missing on sharps container.¿